Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) month post initial procedure, the patient presented with a type ib endoleak at the left leg of the bifurcated device. The physician elected to treat the patient by implanting an afx limb stent graft on (B)(6) 2019, then ballooned with a coda (non-endologix) catheter. There was no visible leak at the conclusion of the procedure and the patient tolerated the procedure well. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type ib endoleak of the left common iliac. The clinical assessment also determined that there was evidence to reasonably suggest a type ia endoleak occurred that was not included in the event as reported; this endoleak was discovered during review of the one-month post-implant CT scan. The type ia endoleak was likely related to the off-label 79° neck, as well as the placement of the superior stent margin of the proximal extension at the level of the renal arteries, 20mm below target landing zone (user-error). This event is therefore most likely anatomy-related. The procedure-related harms for this complaint could not be determined. The final patient status was reported to be doing well post secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received per clinical assessment confirming that the patient had an off-label neck anatomy (79°) and the proximal extension was implanted at the level of the renal arteries (user-error) at the time of the initial implant.